Manufacturer narrative:
The service territory manager (stm) reported that this cs100 unit is an end of service product, and getinge is not responsible for repairing this unit. The only repairs done on this unit is the required field action which was recently performed, and the responsible stm is not aware which machine had a screen malfunction, but was able to confirm that all of the screens worked when he was onsite.

Event description:
The customer reported that serious injury did not occur, but the event was life threatening. Immediate intervention was required to prevent harm, but harm was averted. This information has already been reported via medsun report (B)(6). Please see file attachment below for reference.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that the cs100 unit screen went black and failed after 30 minutes of use. No patient injury or harm reported. No adverse event reported.